Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain, location: abdomen') and genital haemorrhage ('abnormal bleeding (general), hormonal changes: irregular bleeding') in an adult female patient who had essure (batch no. 626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety from 2011 to 2015, human papilloma virus infection, anemia, panic attacks, asthma, anxiety, depression, chlamydial infection, adnexa uteri tenderness and multiparous. In 2008, patient had essure confirmation test(s) conducted. Concurrent conditions included uterine leiomyoma, overweight and pelvic pain. Family history included diabetes mellitus (maternal uncle), heart disease, unspecified (maternal grandfather, paternal grandfather), malignant neoplasm of ovary (mother), breast cancer (maternal aunt) and migraine (brother). Concomitant products included atenolol since (B)(6) 2008, beta-lactamase sensitive penicillins since (B)(6) 2011, chlormezanone (restoril) since (B)(6) 2011, ibuprofen (motrin) since (B)(6) 2011, iron since (B)(6) 2008, potassium since (B)(6) 2011, sertraline hydrochloride (sertraline hcl) since (B)(6) 2011, sertraline hydrochloride (zoloft) and temazepam. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with sumatriptan (imitrex) and surgery (bilateral salpingectomy and partial cornuectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, migraine, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, migraine, nausea, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: migraine headache quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration/expulsion of essure device/migration of essure device location of device: one moved to the right') in an adult female patient who had essure (batch no. 626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety from 2011 to 2015, human papilloma virus infection, anemia, panic attacks, asthma, anxiety, depression, chlamydial infection, adnexa uteri tenderness, multiparous and hypertension. In 2008, patient had essure confirmation test(s) conducted. Concurrent conditions included uterine leiomyoma, overweight and pelvic pain. Family history included diabetes mellitus (maternal uncle), heart disease, unspecified (maternal grandfather, paternal grandfather), malignant neoplasm of ovary (mother), breast cancer (maternal aunt) and migraine (brother). Concomitant products included ibuprofen for migraine and headache as well as atenolol since (B)(6) 2008, beta-lactamase sensitive penicillins since (B)(6) 2011, chlormezanone (restoril) since (B)(6) 2011, ibuprofen (motrin) since (B)(6) 2011, iron since (B)(6) 2008, potassium since (B)(6) 2011, sertraline hydrochloride (sertraline hcl) since (B)(6) 2011, sertraline hydrochloride (zoloft) and temazepam. In 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general), hormonal changes: irregular bleeding"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("pain, location: abdomen"), abdominal pain lower ("lower abdominal uterus area"), weight fluctuation ("weight gain/loss (specify which one)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with ondansetron (zofran), sumatriptan (imitrex), tramadol and surgery (bilateral salpingectomy and partial cornuectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fatigue, migraine, nausea, vaginal discharge, weight increased, hormone level abnormal, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic/abdominal pain, genital abnormal bleeding, migration, breakage/expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Ultrasound scan vagina- on (B)(6) 2008: it was molded tight on my tubes.; in (B)(6) 2011: my tubes were molded good to the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: pfs received event "abnormal bleeding (vaginal, menorrhagia)" was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration/expulsion of essure device/migration of essure device location of device: one moved to the right') in an adult female patient who had essure (batch no. 626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety from 2011 to 2015, human papilloma virus infection, anemia, panic attacks, asthma, anxiety, depression, chlamydial infection, adnexa uteri tenderness, multiparous and hypertension. In 2008, patient had essure confirmation test(s) conducted. Concurrent conditions included uterine leiomyoma, overweight and pelvic pain. Family history included diabetes mellitus (maternal uncle), heart disease, unspecified (maternal grandfather, paternal grandfather), malignant neoplasm of ovary (mother), breast cancer (maternal aunt) and migraine (brother). Concomitant products included ibuprofen for migraine and headache as well as atenolol since (B)(6) 2008, beta-lactamase sensitive penicillins since (B)(6) 2011, chlormezanone (restoril) since (B)(6) 2011, ibuprofen (motrin) since (B)(6) 2011, iron since (B)(6) 2008, potassium since (B)(6) , sertraline hydrochloride (sertraline hcl) since (B)(6) 2011, sertraline hydrochloride (zoloft) and temazepam. In 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general), hormonal changes: irregular bleeding"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("pain, location: abdomen"), abdominal pain lower ("lower abdominal uterus area"), weight fluctuation ("weight gain/loss (specify which one)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with ondansetron (zofran), sumatriptan (imitrex), tramadol and surgery (bilateral salpingectomy and partial cornuectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fatigue, migraine, nausea, vaginal discharge, weight increased, hormone level abnormal, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic/abdominal pain, genital abnormal bleeding, migration, breakage/expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2008: it was molded tight on my tubes.; in (B)(6) 2011: my tubes were molded good to the essure. Lot number: 626508 .manufacturing date: 2008-01. Expiration date: 2009-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration/expulsion of essure device') and genital haemorrhage ('abnormal bleeding (general), hormonal changes: irregular bleeding') in an adult female patient who had essure (batch no. 626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety from 2011 to 2015, human papilloma virus infection, anemia, panic attacks, asthma, anxiety, depression, chlamydial infection, adnexa uteri tenderness and multiparous. In 2008, patient had essure confirmation test(s) conducted. Concurrent conditions included uterine leiomyoma, overweight and pelvic pain. Family history included diabetes mellitus (maternal uncle), heart disease, unspecified (maternal grandfather, paternal grandfather), malignant neoplasm of ovary (mother), breast cancer (maternal aunt) and migraine (brother). Concomitant products included atenolol since june 2008, beta-lactamase sensitive penicillins since (B)(6) 2011, chlormezanone (restoril) since (B)(6) 2011, ibuprofen (motrin) since (B)(6) 2011, iron since april 2008, potassium since (B)(6) 2011, sertraline hydrochloride (sertraline hcl) since (B)(6) 2011, sertraline hydrochloride (zoloft) and temazepam. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain, location: abdomen"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with sumatriptan (imitrex) and surgery (bilateral salpingectomy and partial cornuectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fatigue, migraine, nausea, vaginal discharge, weight increased and hormone level abnormal outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic/abdominal pain, genital abnormal bleeding, migration, breakage/expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/expulsion of essure device'), device breakage ('device breakage'), abdominal pain ('pain, location: abdomen') and genital haemorrhage ('abnormal bleeding (general), hormonal changes: irregular bleeding') in an adult female patient who had essure (batch no. 626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety from 2011 to 2015, human papilloma virus infection, anemia, panic attacks, asthma, anxiety, depression, chlamydial infection, adnexa uteri tenderness and multiparous. In 2008, patient had essure confirmation test(s) conducted. Concurrent conditions included uterine leiomyoma, overweight and pelvic pain. Family history included diabetes mellitus (maternal uncle), heart disease, unspecified (maternal grandfather, paternal grandfather), malignant neoplasm of ovary (mother), breast cancer (maternal aunt) and migraine (brother). Concomitant products included atenolol since (B)(6) 2008, beta-lactamase sensitive penicillins since(B)(6) 2011, chlormezanone (restoril) since (B)(6) 2011, ibuprofen (motrin) since (B)(6) 2011, iron since (B)(6) 2008, potassium since (B)(6) 2011, sertraline hydrochloride (sertraline hcl) since (B)(6) 2011, sertraline hydrochloride (zoloft) and temazepam. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with sumatriptan (imitrex) and surgery (bilateral salpingectomy and partial cornuectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, fatigue, migraine, nausea, vaginal discharge, weight increased and hormone level abnormal outcome was unknown and the abdominal pain, pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic/abdominal pain, genital abnormal bleeding, migration, breakage/expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: new pfs received- new events added: device breakage, device expulsion, device dislocation, pelvic pain, hormonal changes .outcome of events pain, bleeding from unknown to recovered/resolved were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration/expulsion of essure device/migration of essure device location of device: one moved to the right') in an adult female patient who had essure (batch no. 626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety from 2011 to 2015, human papilloma virus infection, anemia, panic attacks, asthma, anxiety, depression, chlamydial infection, adnexa uteri tenderness, multiparous and hypertension. In 2008, patient had essure confirmation test(s) conducted. Concurrent conditions included uterine leiomyoma, overweight and pelvic pain. Family history included diabetes mellitus (maternal uncle), heart disease, unspecified (maternal grandfather, paternal grandfather), malignant neoplasm of ovary (mother), breast cancer (maternal aunt) and migraine (brother). Concomitant products included ibuprofen for migraine and headache as well as atenolol since june 2008, beta-lactamase sensitive penicillins since (B)(6) 2011, chlormezanone (restoril) since (B)(6) 2011, ibuprofen (motrin) since (B)(6) 2011, iron since april 2008, potassium since (B)(6) 2011, sertraline hydrochloride (sertraline hcl) since (B)(6)2011, sertraline hydrochloride (zoloft) and temazepam. In 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general), hormonal changes: irregular bleeding"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("pain, location: abdomen"), abdominal pain lower ("lower abdominal uterus area") and weight fluctuation ("weight gain/loss (specific which one)") and was found to have weight increased ("weight gain"). The patient was treated with ondansetron (zofran), sumatriptan (imitrex), tramadol and surgery (bilateral salpingectomy and partial coronectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fatigue, migraine, nausea, vaginal discharge, weight increased, hormone level abnormal and abdominal pain lower outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, migraine, nausea, pelvic pain, vaginal discharge, weight fluctuation and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic/abdominal pain, genital abnormal bleeding, migration, breakage/expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2008: it was molded tight on my tubes.; in november 2011: my tubes were molded good to the essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: - reporter information was added. New event added lower abdominal pain, weight fluctuation and lower abdominal pain severity was added. Concomitant drugs and lab test was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain, location: abdomen') and genital haemorrhage ('abnormal bleeding (general), hormonal changes: irregular bleeding') in an adult female patient who had essure (batch no. 626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety from 2011 to 2015, (B)(6), anemia, panic attacks, asthma, anxiety, depression, chlamydial infection, adnexa uteri tenderness and multiparous. In 2008, patient had essure confirmation test(s) conducted. Concurrent conditions included uterine leiomyoma, overweight and pelvic pain. Family history included diabetes mellitus (maternal uncle), heart disease, unspecified (maternal grandfather, paternal grandfather), malignant neoplasm of ovary (mother), breast cancer (maternal aunt) and migraine (brother). Concomitant products included atenolol since (B)(6) 2008, beta-lactamase sensitive penicillins since (B)(6) 2011, chlormezanone (restoril) since (B)(6) 2011, ibuprofen (motrin) since (B)(6) 2011, iron since (B)(6) 2008, potassium since (B)(6) 2011, sertraline hydrochloride (sertraline hcl) since (B)(6) 2011, sertraline hydrochloride (zoloft) and temazepam. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with sumatriptan (imitrex) and surgery (bilateral salpingectomy and partial cornuectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, migraine, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, migraine, nausea, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: migraine headache. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs and mr received: incident category updated. Previously reported event injury replaced by new events abnormal bleeding (general), dysmenorrhea (cramping), fatigue, migraines/headaches, nausea, pain, location: abdomen, vaginal discharge and weight gain. Patient demographic information added. Reporter information and product indication updated, removal date, lot number, treatment medications, medical history and family history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.